Manufacturer narrative:
No product has been returned for evaluation, nor were radiographs provided to confirm the reported event. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nonunion or delayed union..." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..."

Event description:
On (B)(6) 2017 a patient underwent an extreme lateral interbody fusion and posterior fusion procedure at l3-l5 levels. A revision procedure was reported to take place on (B)(6) 2017 to perform posterior lumbar interbody fusion at l5/s1 levels and extend the construct to s2 due to adjacent segment disease. However during the procedure it was identified two pedicle screws were loose and therefore replaced. No patient injury reported.